Event description:
The MFR received info of a millennium oxygen concentrator that reportedly had evidence of thermal damage to the back enclosure. There was no report of pt harm or injury. The device has not been returned to the MFR for eval. A f/u report will be submitted when the MFR has completed the investigation.